Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient reprocessing. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the air/water cylinder, air/water tube, and adhesive on the bending section cover had foreign material. In addition to the reportable malfunction, the following were noted: the connecting tube had a buckling; due to burn on the plastic distal end cover, the insulation resistance value at the distal end did not meet the standard value; due to wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value; the image guide protector was shaved; the light guide lens had a crack; the universal cord had a wrinkle. Additionally, the following components had a scratch: the objective lens, the plug unit, the scope connector cover unit, the scope connector -case unit, the switch box, the flexibility adjustment ring, the grip, and the upward/downward and the right/left angulation control knobs. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had a loose bowden cable. The issue was found during a procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air/water cylinder, air/water tube, and adhesive on the bending section cover had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.